Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2017, (B)(6) 2017, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 with coolsculpting to the bilateral upper abdomen, mid abdomen, and lower abdomen using a cooladvantage applicator. The patient was also treated on (B)(6) 2018 with coolsculpting to the flanks using a cooladvantage applicator. Following treatment the treated areas developed visible enlargement. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the abdomen with paradoxical hyperplasia (ph). The patient had liposuction to the abdomen areas and now that the abdomen is much flatter, the flank and lower back area are now presenting with visible enlargement associated with ph.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2017, (B)(6) 2018 with coolsculpting to the bilateral upper abdomen, mid abdomen, and lower abdomen using a cooladvantage applicator. The patient was also treated on (B)(6) 2018 with coolsculpting to the flanks using a cooladvantage applicator. Following treatment the treated areas developed visible enlargement. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the abdomen with paradoxical hyperplasia (ph). The patient had liposuction to the abdomen areas and now that the abdomen is much flatter, the flank and lower back area are now presenting with visible enlargement associated with ph.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2017, (B)(6) 2017, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 with coolsculpting to the bilateral upper abdomen, mid abdomen, and lower abdomen using a cooladvantage applicator. The patient was also treated on (B)(6) 2018 with coolsculpting to the flanks using a cooladvantage applicator. Following treatment the treated areas developed visible enlargement. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the abdomen with paradoxical hyperplasia (ph). The patient had liposuction to the abdomen areas and now that the abdomen is much flatter, the flank and lower back area are now presenting with visible enlargement associated with ph.